Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received no delivery alarms during bolus deliveries. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula during troubleshooting. Customer was advised to change out their infusion set. No additional information provided.